Event description:
Effluvient dialysis bags are leaking. This is the third lot we've had that has leaked.====================== manufacturer response for effluvient bag, prismaflex======================has another bag they want us to use. If we are satisfied with them, we will change out all of our inventory.